Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that new orders were not crossing over to the pyxis station. The technical support specialist dialed into the database application, servers and ran a server downtime query, which showed that the available for processing extensible markup language message was draining to zero. The tss processed the messages from the care fusion coordination engine successfully with the current timestamp. The tss checked the interface connection status, and devices were started communicating. The tss verified that all required services were running. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the new orders were not crossing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.